Event description:
It was alleged that a bolus that was programmed in the meter remote did not appear in the pump bolus history. The reporter stated that this issue occurred twice in two days. It was reported that the patient's blood glucose (bg) was 500mg/dl after the first incident and 558mg/dl after the second one. There were no other bg values provided so it is unknown if the bg was elevated prior to the issue. The reporter stated that there were no signs or symptoms of hyperglycemia and ketones were absent. The patient was given insulin correction via the pump without the need for medical intervention. The reporter alleged that the meter remote showed that a bolus was being delivered, there was no alarm or communication error to indicate the bolus was not delivered, and later the bolus did not appear in the bolus history. The following example was provided: at 7:15pm on (B)(6) 2012 the reporter said that she programmed a bolus for the patient with the meter remote. She stated that at 8:00pm the patient's bg was 558mg/dl. It was noted that the last bolus to appear in the history was a delivery of unknown amount at 4:56pm. The reporter confirmed that the meter remote and pump are paired and that the meter remote showed three bars on each side of radio-frequency icon indicating optimal connection. This complaint is being reported due to the allegation that the boluses programmed in the meter remote were not delivered by the pump, and that the system did not communicate the issue to the user. The alleged issue may have contributed to the reported bg excursion.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the meter history. The pump was not returned with the meter for investigation. A test pump was used with returned meter and both powered up with no issues and were able to pair successfully. Boluses were executed using the meter remote with no issues and were accurately recorded in the history.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.